Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced twiddler's syndrome causing the rv lead to twist in the pocket. It was further reported that the rv lead exhibited rising and high undefined impedances and rising thresholds. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.